Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) exhibited a >2000 ohm impedance on the right-atrial (ra) lead and a >125 ohm impedance on the right ventricular (rv) lead at the implant procedure. Measurements taken prior to device connection indicated normal measurements. Lead repositioning in the header was attempted several times. The ra continued to report >2l phm readings and 3.1 volts for threshold, while rv lead was reduced to 73 ohms upon reconnection. Due to the high ra impedances and threshold and concern over the device, the md elected to implant another device of the same model. The following day, a threshold change from 1.2 to 2.7v and rv impedance measurement >2k ohms was reported with the new device. A revision was completed and upon completion, all numbers were normal. No adverse pt effects were reported.